Event description:
Additional information received from healthcare provider (hcp) reported that there was no troubleshooting performed for the loss of therapy. It was noted that patient called patient services and they would receive a new remote. There was no loss of therapy. Hcp stated that patient lost the remote but device was still functioning. The patient was still waiting for patient programmer to be mailed.

Event description:
The patient reported that they felt like their symptoms were worse than before. It was also indicated that they were going to the bathroom more often and had a loss of therapy since (B)(6) 2016. They had an appointment scheduled with their healthcare provider on (B)(6) 2016. The patient was implanted for fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.